Event description:
Sigma hp notched impactor broke at the junction of plastic and metal. Surgical delay of 5 minutes. All pieces removed from patient.

Manufacturer narrative:
Examination of the returned device confirms the reported event of breakage. The root cause is attributed to product wear out based on the overall condition of the impactor. Based on the root cause of product wear out, corrective action is not needed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.